Event description:
Related manufacturer report number: 2017865-2021-21914. During an in clinic follow-up, episodes of noise resulting in oversensing were observed on both the right ventricular (rv) and right atrial (ra) leads. Rv and ra lead damage was suspected to be the cause of the event. Abbott technical support was contacted and recommended lead replacement. Lead replacement is anticipated when the patient will be seen in clinic for an already scheduled device exchange procedure. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.